Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that the aligners they got this time round were much bigger than the last and they don't feel as if they closed their gap. The patient also marked true to gingivitis, sensitivity, broken, not fitting and discolored on the initial support form.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.